Event description:
A customer reported to baxter (B)(4) a clearlink blood solution set in which the "return valve faulty and returning blood back to chamber." The alleged malfunction was observed during use. There was a patient involved; however, there were no reports of patient injury, medical intervention or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual inspection was performed and no defects were noted. A delivery test was performed and the direction of solution flow when exercising the hand pump was correct. However, it was noticed that there is a back flow of the solution up through the hand pump when the hand pump was exercised. Therefore, the reported condition was confirmed. A functional leak test was also performed on the returned sample and found no defect. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.